Event description:
My son who is a type 1 diabetes pt had bg of 380 at 3am. Correctional insulin bolus was given, but bs was not coming down. Control solution checked indicated pt received all insulin given which created medical emergency. Insulin was not getting to the brain which could cause seizures. All 3 meters we own are inaccurate. I believe in my personal experience that this needs to be investigated by FDA.